Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is loose or no connection between navio console and handpiece. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments this failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio-assisted surgery, a problem with the ups was encountered (case-(B)(4)). Additionally, there was a foot pedal disconnection and the anspach emax 2 plus hand piece - rohs did not rotate the burr even when all the cables were well connected and lights were green. The procedure was finished with manual instrumentation without significant delays (fewer than 30 minutes). The patient was not harmed.